Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by software issue. A field service engineer addressed the issue to a technical service engineer and no other findings were found. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported when using the pyxis medstation es system that it had a cubie failure and device not detected on bus. The customer unable to dispense medication to patient during the malfunction. There were no adverse events or injuries reported based on this incident.